Event description:
Ventilator patient in need of computed tomography scan. When patient taken outside of nursing doors with resuscitation bag, respiratory therapist found that he could not properly ventilate patient. Patient taken back inside nursing unit and placed patient back on ventilator where he resumed normal operations for his status. Approx 2 to 2.5 hours later patient again taken for computed tomography scan. Ventilation of patient seemed to proceed normally with resuscitation bag until patient was located at door of computed tomography scan. At this point he became hard to ventilate. The patient became hypoxic, and a code was called. The resuscitation bag was then switched to a new resuscitation bag. The patient was then ventilated and the hypoxia was relieved. After this event, x-ray showed left pneumothorax, which was relieved by chest tube placement. Upon assessment of the ventilation bag involved, it appears that the positive end expiratory pressure valve on the resuscitation bag will not allow exhalation of air.